Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450 mg/dl and ketones; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, 3/4/2026 with the issue resolved and no permanent damage.